Event description:
It was reported this biliary stent prematurely deployed in the aorta during an iliac stent placement procedure. The seven french sheath was exchanged for an eight french sheath and a snare was used through the sheath to grasp the stent and successfully position and secure the stent in the distal aorta. Another stent was then successfully placed at the intended implant site. The pt's condition is good. A delivery system was received, evaluated and retained by this MFR. The stent remains implanted and was therefore not returned for eval. The engineering eval indicated the teflon sheath was fully retracted 16cm's from the start position and could be moved along the shaft. Foreign matter was located under the teflon sheath. The cheater sheath was located on the shaft. No damage was noted to the shaft. Eval of the handle indicated the rack tab was in the start position. This device was used in a non-indicated procedure, iliac stent placement. Co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasm. If the stent is 50% deployed or less, the delivery system can be pulled back slightly to optimize its final position. The stent cannot be repositioned distally. The stent cannot be repositioned if it is more than 50% deployed."